Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited rust inside the channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the rust inside the channel, the cause was due to the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.